Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery (ebb) faults. For troubleshooting, a self-test was performed twice while on cable power source connection. The alarm did not resolve. A yellow wrench alarm appeared. The ebb was removed from the primary system controller while on cable connection and the alarm resolved temporarily. The 11 volt battery on patient¿s primary system controller was replaced. The primary system controller was exchanged and returned for analysis. A new system controller was issued to the patient. Log files were submitted for review and captured on (B)(6) 2024, continued intermittent backup battery faults. The backup battery was replaced. Log files were submitted for review and captured the ebb installation on (B)(6) 2024. It appeared in the log starting at 11:55:15 the backup battery faults had been resolved.

Manufacturer narrative:
Section b3: date of event corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. Data from the date that the event was communicated (11apr2024) was reviewed. The log files captured a backup battery fault alarm from 09:56:29 to 11:53:48 due to the backup battery not passing the load test. The alarm resolved at 11:53:51 when the backup battery was exchanged. The backup battery did not pass initial the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.